Manufacturer narrative:
Further information was requested but not received.

Event description:
It was noted that the left ventricular (lv) lead parameters were out of range. The lv lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned for analysis. The s ¿ curve hump height was measured, and it was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Manufacturer narrative:
H11: correction: b5 should have had, ¿new information received noted the lv lead exhibited high pacing impedances¿ rather than blank in the follow-up number 1 submitted on oct 22, 2025.

Event description:
New information received noted the lv lead exhibited high pacing impedances.